Manufacturer narrative:
H6: investigation summary: it was reported the upper part of the plunger was deformed. To aid in the investigation, two photos were received and evaluated by our quality team. The photos displayed a loose 3ml luer lock syringe with a mangled tip of the plunger rod. The observed condition is non-conforming per product specification and is associated with the assembly process. A physical sample would be needed for a more in-depth investigation into the defect. A device history record review was completed for provided material number 309658, lot number 2075880. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2075880 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. This condition appears to be occurring at or below its expected frequency. Batch 2075880 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c was deformed. The following information was provided by the initial reporter, translated from french to english: during the preparation of a vidaza syringe, the preparer noticed that the upper part of the plunger was deformed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c was deformed. The following information was provided by the initial reporter, translated from french to english: during the preparation of a vidaza syringe, the preparer noticed that the upper part of the plunger was deformed.